Event description:
It was reported by the patient that he underwent an initial right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 alleging pain, hearing loss, and elevated cobalt-chromium levels. The head was replaced and a poly acetabular liner added. It was further reported that the patient's hip has dislocated on (B)(6) 2015 and on (B)(6) 2015. Patient was subsequently revised on (B)(6) 2015 wherein the modular head was removed and replaced and the acetabular liner was removed and replaced with competitor products. A review of the invoice history confirmed the surgery dates. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient that he underwent an initial right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 alleging pain, hearing loss, and elevated cobalt-chromium levels. The head was replaced and a poly acetabular liner added. It was further reported that the patient's hip has dislocated on (B)(6) 2015 and on (B)(6) 2015. Patient was subsequently revised on (B)(6) 2015 wherein the modular head was removed and replaced and the acetabular liner was removed and replaced with competitor products. A review of the invoice history confirmed the surgery dates. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reported the patient was revised on (B)(6) 2015 due to pain. Legal counsel reported metallosis, plaque burnishing, gray fluid, and elevated metal ion levels were noted during the procedure. Subsequently, the patient underwent closed reduction procedures on (B)(6) 2015 and (B)(6) 2015 due to dislocation. The patient was revised on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01531 / 01532).

Event description:
It was reported by the patient that he underwent an initial right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 alleging pain, hearing loss, and elevated cobalt-chromium levels. The head was replaced and a poly acetabular liner added. It was further reported that the patient's hip has dislocated on (B)(6) 2015 and on (B)(6) 2015. Patient was subsequently revised on (B)(6) 2015 wherein the modular head was removed and replaced. A review of the invoice history confirmed the surgery dates. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately ten (10) years post-implantation due to allegations of pain, hearing loss and elevated cobalt-chromium levels. Legal counsel further reported metallosis, plaque burnishing and gray fluid were noted during the procedure. The modular head was removed and replaced with an active articulation bearing. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received confirms patient was revised approximately ten (10) years post-implantation due to metallosis. During the procedure, gray fluid, synovitis, and plaque burnishing of the trunnion were noted. A synovectomy was performed as well as removal of scar tissue and heterotopic bone.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015- 01531 / 01532 / 02312).